Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; flat creases, observed void >1 mm in non-textured, valve-to shell-bond area. The leak test did not identify any openings. The fill test inspection was performed, the result is: no blockage. Based on the device analysis the final assessment is: no openings found. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.